Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
It was reported that the keypad button presses did to activate desired pump functions. The keypad buttons reportedly intermittently unresponsive when pressed. The pt claimed that the keypad buttons click and spring back normally; however, stated they also stick sometimes. The pt denied any trauma to the keypad and reported it was still intact. There was no adverse event associated with this complaint.